Manufacturer narrative:
Based on all available information boston scientific was not able to establish the cause for the mitral valve damage reported by the field. The device was not returned for analysis, and insufficient information was provided to confirm the event or determine a cause. A manufacturing documentation review was performed, and no abnormalities were discovered.

Event description:
It was reported that during a radio frequency ablation procedure to treat wolff-parkinson-white the patient's mitral valve was damaged. During the procedure there was difficulty moving the catheter through the patient's anatomy. A chorda tendineae rupture of the mitral valve occurred when they attempted to forcefully remove the catheter. Surgery was performed to repair the damage and a mitral valve replacement was performed. The patient was hospitalized for three weeks following the surgery. Per the physician, there was no issue or defect with the catheter. The catheter had been caught in the chorda tendineae of the mitral valve due to positioning of the device during the procedure. The catheter is not expected to be returned as it was disposed of after the procedure.